Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used in the stomach during an endoscopic mucosal resection (emr) for gastric polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device was found to be fractured during polyp cutting. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of loop broken. Block h10: investigation results a 15mm captivator ii round stiff snare was received for analysis. Visual inspection of the returned device revealed the loop was broken and blackened/burn. Electrical test was performed and the device passed, indicating a proper connection. No other device problems were noted. The reported complaint of loop break was confirmed. This could be caused due to an excessive application of power during the process, which causes an overheating and the burn and break of the loop. Additionally, during the manufacturing process, the loops were inspected as per procedure to avoid anomalies and verify the correct assembly of the loop which confirms that the device was sent in good conditions to the customer. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure, due to the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used in the stomach during an endoscopic mucosal resection (emr) for gastric polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device was found to be fractured during polyp cutting. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.